Event description:
A (B)(6) year old male patient called zoll customer support to report that he was receiving frequent check electrode belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation the cable connecting the distribution node to the front therapy electrode was pulled from the distribution node stain relief, damaging connector j703 on the distribution node pca board. The damage caused the reported check electrode belt messages. The root cause for strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.